Event description:
It was reported that this cardioverter defibrillator (ICD) migrated in the pocket of the patient, which let into a right atrial (ra) lead dislodgment. Subsequently, a revision procedure occurred. The ra lead was successfully repositioned and both devices remain in service. No additional adverse effects were reported.